Manufacturer narrative:
Additional information was received on october 09, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
Medical product - zimmer revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, ref. 01.00402.055, lot: 2612486; zimmer cocr head, s, 36/-4, taper 12/14, ref. 01.01012.365, lot: unknown, therapy date (B)(6) 2011. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: revision due to implant breakage. Event description (event details, per) - event summary: it is reported that the patient received revitan implant on (B)(6) 2011 and underwent revision surgery on (B)(6) 2017 due to cone fracture of modular shaft. Review of received data - right hip ap view x-ray dated (B)(6) 2017: tha at right hip with trochanter plate, cerclage cabels around the distal stemmodular stem is seen to be broken at the modular connection. Radioluscency is observed along the distal stem laterally and medially. However, the loosening existence cannot be confirmed based on this radioluscent zone due to absence of prior x-rays taken before that date for comparison. No proof of radioluscency around proximal stem also due to alterations on the x-ray. Right hip ap view x-ray dated (B)(6) 2017: revised right tha after the revision surgery on (B)(6) 2017. - implantation surgery report dated (B)(6) 2011: operation: revision, removal of spacer and cement free re.implantation of tha right, trochanter plate is left in procedure: anterolateral incision above the right greater trochanter with excision of the old scar. Sharp severing of the scarred subcutaneous tissue. Hemostasis. Splitting the fascia longitudinally. Locating the muscle gap between the spine and the gluteal musculature. Insert the müller lever on the spacer neck. Detachment of the ventral part of the musculature from the trochanteric approach. Representing the scarred pseudo-capsule. Excision of the scarred capsule. Here a small amount of synovial fluid is emptied. Removal of the remaining scarred joint capsule and displaying the acetabulum. Dislocation and removal of the spacer. Tm shell size 54 is placed. Shell sits firmly. Entering with the rasp up to size 14. Then grating up to size 55x14 mm with the modular razor. Implantation of a revitan modular stem size 55x14x200. The shaft is tight and rotation stable. Following reduction with a short probe head. The leg seems balanced and the tension conditions optimal. Dislocation and placement of the definitive metal head 36mm (s). With a flexion up to 90 ° and external rotation 30 ° there is no dislocation tendency. Revision surgery report dated (B)(6) 2017: operation: femoral shaft fracture. Revision, removal and cement-free stem exchange and inlay replacement, cable osteosynthesis right remarks: obesity procedure: anterolateral incision above the greater trochanter right. Sharp cutting of the subcutaneous tissue. Hemostasis. Splitting the fascia longitudinally. Locate the muscle gap between spina and gluteal muscles and present the capsule. Insert müller lever around the neck and on the edge of the pan. Resection the capel. It empties small amount of joint fluid. Dislocation of the prosthesis and removal of the proximal part. Extensive granulation tissue removal. Inlay change. L-shaped abduction of the vastus lateralis muscle. By drilling fenestration of the femur and attempting from caudal to cranial to knock out. Since the shaft is very tight, the fenestration is extended cranially. Display of the bone window and conduct cable osteosynthesis. As there is a risk of fracture here, a more temperate plate osteosynthesis is performed. Extensive flushing and hemostasis. Position change. Adduction and external rotation of the right leg. Entering with the awl up to size 16/200 implantation of a modular revitan shaft 75x16x200. The shaft is tight and rotation stable. Following reduction with a short probe head. The leg appears balanced and the tension conditions optimal. Dislocation and placement of the final 36mm metal head (s). Remove the temporary plate. With a diffraction up to 90 ° and external rotation 30 ° there is no dislocation tendency. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: - all proximal revitan components are compatible with all distal ones. - raw material certificate of the revitan stem has been reviewed and and confirmed to conform to the specifications. Conclusion summary: the product was not returned for the investigation. Patient's relevant medical history and adherence to rehabilitation protocol are unknown. Surgical report from 2008 does not show any relevant pecuilarities. Up to x-ray examination dated (B)(6) 2017 there are no x-rays receivedfor the investigation. What ultimately led to the final radiological observation on (B)(6) 2017 can not be reliably assessed in the absence of previous medical data. However, the obesity of patient indicated in the revision report might have strong contribution in the observed failure. Nevertheless, possible causes for the breakage of the connection pin include the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight, proximal and distal component not firmly tightened, wrong planning template used / misinterpretation of the xray templates, usage of a wet and/or unclean taper/head and inappropriate advice by surgeon to inform patient on activities and limits. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e 01.00551.102/fitmore hip stem a size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 14/200 on the right side on (B)(6) 2011. And a revision surgery was performed on an unknown date due to breakage of the implant.